Event description:
Customer reports losing consciousness; her friend tested her blood glucose, and reportedly received results of 109 mg/dl and 112 mg/dl within 10 mins on the advantage system. Paramedics arrived within 5 mins of the result of 112 mg/dl; result on paramedic's meter was 18 mg/dl. Customer was treated with an IV (contents unk), and she was taken to the hospital. No actions taken based on device result. Requested return of suspect device and replacement was sent.